Manufacturer narrative:
A supplemental report is being submitted for investigation completion. This event was reported in the november 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: a pump with unknown serial number was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, no, mfg date: unk, no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post intervention of the neoaortic valve, the patient was in a low cardiac output state with power consumption spikes noted on the ventricular assist device (vad). A thrombus was suspected in the vad or outflow graft. The patient was given inotropes and was intubated, the patient subsequently died. The vad was explanted. This event was reported in the (B)(6) 2020 action data registry that tracks clinical outcomes of pediatric patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, facility information, or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.